Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : not available.

Event description:
It was reported that a hip revision was performed for failure of an accolade stem trunnion. Update: head disassociation has been noted.

Manufacturer narrative:
Reported event. An event regarding disassociation involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event was confirmed via medical review. Method & results. -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: this patient underwent a primary cementless total hip arthroplasty with an accolade implant at some point in the past and then was found to have a head neck disassociation with trunnion failure. I can document that they had neck disassociation and trunnion failure because I was able to see an x-ray with these findings. I cannot confirm that revision was carried out although the summary stated that a revision was performed. I have no documentation regarding the revision. The root cause of this event cannot be determined with certainty. The cause of head neck disassociation with trunnion failure is multifactorial. These include surgical technique factors, patient activity levels and bmi, and implant factors. If revision was carried out, the explanted prosthesis should be returned to stryker engineers for evaluation and analysis. -product history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event was confirmed through clinical review of the provided x-rays. A review of the provided medical records by a clinical consultant indicated: this patient underwent a primary cementless total hip arthroplasty with an accolade implant at some point in the past and then was found to have a head neck disassociation with trunnion failure. I can document they had neck disassociation and trunnion failure because I was able to see an x-ray with these findings. I cannot confirm that revision was carried out although the summary stated that a revision was performed. I have no documentation regarding the revision. The root cause of this event cannot be determined with certainty. The cause of head neck disassociation with trunnion failure is multifactorial. These include surgical technique factors, patient activity levels and bmi, and implant factors. If revision was carried out, the explanted prosthesis should be returned to stryker engineers for evaluation and analysis. Further information such as lot details, device return, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that a hip revision was performed for failure of an accolade stem trunnion. Update: head disassociation has been noted.